Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was not working following an unrelated surgery. The patient was able to recharge the device until two weeks prior to this report. The device was set on program b at 2.0 volts, but the patient felt no stimulation. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.